Event description:
It was reported that the device showed intermittent undersensing during a vt episode which was treated appropriately. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.